Manufacturer narrative:
Device was discarded after patient discharge. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure on an unknown date, the doppler probe was causing a buzzing noise in the audio. Furthermore, the probe compromised the integrity of the anastomosis, requiring the patient to return to the or for repair. Device was discarded after patient discharge. Attempts have been made; no additional information has been provided. Dp-sdp002 swartz probe (B)(4).